Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. No needle complaint could be confirmed as the sensor was returned without the needle.

Event description:
It was reported that the customer's insulin pump went into threshold suspend when his blood glucose level was 112 mg/dl. Every night, when he went to sleep, the insulin pump turned off. He received several calibration error alarms. While taking the sensor out, he indicated he felt a little pain. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.